Event description:
A report was received that the patient underwent a pocket revision. The ipg was initially implanted at the belt line and it was pressing on the device causing the discomfort. The discomfort was unrelated to the device. The patient was doing well after the procedure.